Event description:
It was reported that there was no power to the auxiliary outlet due to a tripped circuit breaker. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.